Event description:
It was reported that the suction part of purewick urine collection system was not working.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. The reported event is addressed within the labeling as it states: place the collection canister (c) in the purewick urine collection system base and press down firmly on the lid making sure the lid is sealed. Attach the pump tubing (d) to the purewick urine collection system connector port (f) and the connector port (e) on the collection canister lid. Attach the collector tubing (g) to the connector port (h) on the collection canister lid. Connect the other end of the collector tubing securely to a purewick external catheter (I). Caution: it is important that the port connections be connected correctly and securely for proper operation of the purewick urine collection system. The following troubleshooting information for symptom "the device is on but is not suctioning properly": 1. Ensure tubing connections are connected properly. 2. Check collector tubing for blockage or flow restriction such as pinched or kinked tubing. 3. Ensure overflow stop valve in collection canister lid is open. The valve floats to the top when the collection canister is full. The stop valve may close if the lid or canister is tipped sideways or upside down. Disconnect tubing and gently shake the lid to reset the valve down to the open position. 4. Ensure collection canister is sealed with the lid tightly closed. 5. Verify suction by disconnecting purewick external catheter from the collector tubing and placing the end of the collector tubing into a cup of water. If water easily flows into the collection canister replace the purewick external catheter "replace the canister and tubing for each patient according to useful life: every 60 days, whichever is sooner. If you notice any of the following, replace immediately": canister or tubing has residual urine build-up, canister or tubing appear cloudy, canister or tubing appear discolored, canister becomes cracked, tubing becomes torn, purewick external catheter no longer securely connects to collector tubing failure to clean and/or replace accessories may affect the performance of the system. The useful life of the collection canister and tubing is 60 days. A DHR could not be performed since no lot number was provided. No additional actions can be taken at this time. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the suction part of purewick urine collection system was not working.

Event description:
It was reported that the suction part of purewick urine collection system was not working. Per follow-up information received via email on 05mar2026, it was reported that there was quite a bit of water on the floor, when it first started out it was a little condensation. The puddles have been getting bigger. The machine was also starting to sound louder. When the machine was turned sideways while cleaning, the water was coming out of the bottom. Patient called manufacturer for troubleshooting.

Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. The lot file was not available at the time of the investigation closure; therefore, it could not be reviewed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. The reported event is addressed within the labeling as it states: place the collection canister (c) in the purewick urine collection system base and press down firmly on the lid making sure the lid is sealed. Attach the pump tubing (d) to the purewick urine collection system connector port (f) and the connector port (e) on the collection canister lid. Attach the collector tubing (g) to the connector port (h) on the collection canister lid. Connect the other end of the collector tubing securely to a purewick external catheter (I). Caution: it is important that the port connections be connected correctly and securely for proper operation of the purewick urine collection system. The following troubleshooting information for symptom "the device is on but is not suctioning properly": 1. Ensure tubing connections are connected properly. 2. Check collector tubing for blockage or flow restriction such as pinched or kinked tubing. 3. Ensure overflow stop valve in collection canister lid is open. The valve floats to the top when the collection canister is full. The stop valve may close if the lid or canister is tipped sideways or upside down. Disconnect tubing and gently shake the lid to reset the valve down to the open position. 4. Ensure collection canister is sealed with the lid tightly closed. 5. Verify suction by disconnecting purewick external catheter from the collector tubing and placing the end of the collector tubing into a cup of water. If water easily flows into the collection canister replace the purewick external catheter replace the canister and tubing for each patient according to useful life: every 60 days, whichever is sooner. If you notice any of the following, replace immediately: - canister or tubing has residual urine build-up. - canister or tubing appear cloudy. - canister or tubing appear discolored. - canister becomes cracked. - tubing becomes torn. - purewick external catheter no longer securely connects to collector tubing failure to clean and/or replace accessories may affect the performance of the system. The useful life of the collection canister and tubing is 60 days. The lot file was not available at the time of the investigation closure; therefore, it could not be reviewed. No additional actions can be taken at this time. Corrections: a, d. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the suction part of purewick urine collection system was not working. Per follow up information received via email on 05mar2026, it was reported that there was quite a bit of water on the floor, when it first started out it was a little condensation. The puddles have been getting bigger. The machine was also starting to sound louder. When the machine was turned sideways while cleaning, the water was coming out of the bottom. Patient called manufacturer for troubleshooting.